Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2012, the patient presented with unstable angina and abnormal results of a stress test. Catheter catheterization was recommended which revealed a de novo lesion located in the mid left anterior descending artery (lad) with 95% stenosis and was 31mm long with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of a 3.00x32mm promus element plus stent. Following post dilatation, residual stenosis was 0%. One day post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with increasing angina and was hospitalized on the same day. Cardiac catheterization was performed which revealed 90% proximal in-stent restenosis of an implanted non-bsc stent, 90% proximal in-stent restenosis of the study stent and 60% proximal stenosis of the 1st diagonal artery. Five days post admission, the patient was treated with 3 vessel coronary artery bypass graft (CABG), including left internal mammary artery (lima) to lad and saphenous vein graft (svg) to posterior descending artery (pda) and svg to obtuse marginal artery (om). Two days procedure, the patient developed paroxysmal atrial fibrillation due to beta blockers. The event was treated medically. During hospitalization, the patient had thrombocytopenia and all potential medications that were exacerbating this were stopped. Eight days post procedure the event was considered resolved and the patient was discharged on aspirin and clopidogrel.